Event description:
Reprise IV trial. It was reported that the patient experienced left bundle branch block (lbbb). Prior to the index procedure, heparin or other anticoagulant was given. The patient was on a prior regimen of aspirin at the time of the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty followed by deployment of a 23mm lotus edge valve. On the same day as the index procedure, electrocardiogram revealed the patient developed lbbb. There was no conduction disturbance post-balloon valvuloplasty. The event was treated medically and was considered to be resolving. It was further reported that: on the same day as the index procedure, post valve deployment, the subject developed new left bundle branch block with cardiac chest pain. EKG was performed as diagnostic procedure for both the events. Ultrasound, lab test and echocardiogram was performed for the lbbb. Both the events were treated medically. The subject was hospitalized for the event and angiography with percutaneous coronary intervention (pci) drug eluting stent(des)was performed. On the same day, the event was considered recovered.

Manufacturer narrative:
Corrections/new information: a1: patient identifier: corrected from (B)(6). B5-b7: updated. H6: patient codes updated.

Event description:
Reprise IV trial. It was reported that the patient experienced left bundle branch block (lbbb) and non-st elevated myocardial infarction (nstemi) occurred. Prior to the index procedure, heparin or other anticoagulant was given. The patient was on a prior regimen of aspirin at the time of the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty followed by deployment of a 23mm lotus edge valve. On the same day as the index procedure, electrocardiogram revealed the patient developed lbbb. There was no conduction disturbance post-balloon valvuloplasty. The event was treated medically and was considered to be resolving. It was further reported that: on the same day as the index procedure, post valve deployment, the subject developed new left bundle branch block with cardiac chest pain. EKG was performed as diagnostic procedure for both the events. Ultrasound, lab test and echocardiogram was performed for the lbbb. Both the events were treated medically. The subject was hospitalized for the event and angiography with percutaneous coronary intervention (pci) drug eluting stent(des)was performed. On the same day, the event was considered recovered. It was further reported that: the patient received a loading dose of 300 mg of clopidogrel on the day of the procedure. Cardiac chest pain/non-st elevated myocardial infarction led to the prolongation of the existing hospitalization. Coronary angiography was performed. The patient underwent percutaneous coronary intervention with a drug-eluting stent to the left main coronary artery. A non-bsc 4.0 mm x 15 mm drug eluting stent was placed across the lesion and deployed at a maximum inflation pressure at 12 atm. The nstemi was considered to be recovered the same day. The lbbb was considered to be recovering. The patient was discharged three days post index procedure on aspirin and ticagrelor.

Event description:
(B)(6) trial. It was reported that the patient experienced left bundle branch block (lbbb). Prior to the index procedure, heparin or other anticoagulant was given. The patient was on a prior regimen of aspirin at the time of the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty followed by deployment of a 23mm lotus edge valve. On the same day as the index procedure, electrocardiogram revealed the patient developed lbbb. There was no conduction disturbance post-balloon valvuloplasty. The event was treated medically and was considered to be resolving.